Event description:
It was reported that the end user was ambulating with the quad cane. It broke, and she fell. She was diagnosed with a bulging l1 and l5 disc.

Manufacturer narrative:
It was reported that the cane broke as the end user was ambulating with it and she fell, hitting her shoulder and back. She was later diagnosed with a bulging l1 and l5 disc. Two canes were evaluated. Both were from the same lot number. One was involved in the incident and the other was new. The broken cane showed very minimal wear or use. The tubes of the cane were bent in what would have been forward leaning direction during the use of the cane. This suggests the end user fell forward onto the cane. The hardness of the aluminum tubing is within the required spec for the product. The base of the cane is slightly wobbly and probably due to the impact of the forward fall. The second cane was used to try to replicate a break in the material. It was laid on the ground and force was applied to it from behind. The resulting break that occurred had similar features to that of the used sample. It was clear that a sudden application of force led to a ductile break initiating from the push-button hole that propagated around the tube until it ended in a brittle fracture on the opposite side, causing the top cane tube to snap in two. Because the hardness is in spec, and there is no sign of outer damage or excessive wear, this does not appear to have been brought on by a cyclic fatigue or material degradation. No information gathered from either sample suggests a problem with the quality of the product. However, due to the injury reported, this MDR is being filed.